Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. Onkos did not manufacture the bi-polar cup and the appropriate manufacture was notified. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient was suffering from hip pain and underwent a revision surgery to convert their bi-polar cup with a conventional hip cup. To accommodate for the new cup the eleos proximal femur was also revised.